Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1025 pyrosis/heartburn / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that unspecified issue was reported. The patient experienced an event which she attributed to dexcom device failure, citing the unavailability of a functioning sensor due to a previously reported pairing issue. The event occurred on the night of (B)(6) 2025, on the same date as the reported pairing problems. That evening, the patient reported symptoms including nausea, excessive thirst, and gastrointestinal discomfort. In response, she increased her water intake to stay hydrated. As her condition worsened, she presented to the emergency room, accompanied by her daughter. At the ER, the patient was evaluated by healthcare providers and administered an anti-nausea medication, dexlansoprazole. A fingerstick blood glucose test revealed a reading exceeding 500 mg/dl. The patient received an insulin injection, though she was unable to recall the dosage or frequency. Her condition was monitored until she gradually regained strength. No additional medications were administered or prescribed during the visit. The patient was discharged the same night. She is unable to recall the exact duration of her ER stay or any blood glucose readings following the initial test. At the time of the report, the patient was good. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. On (B)(6) 2025, the patient called to report issues with signal loss and sensor pairing failure. As a result, she was unable to obtain any blood glucose (bg) readings from the sensor that day. During the call, she expressed her feeling sick and disappointed with the g7 system, stating she had never experienced issues with it before. She mentioned needing to purchase a blood glucose meter due to the sensor malfunction. An overnight replacement shipment was initiated; however, the patient stated, ¿miss, don't bother because I'm not going to... I'm done. I'm not going to go through this again.¿ this statement may have been interpreted as a refusal of the replacement. Ten days later, the patient called again inquiring about the sensor replacement that was supposed to be shipped overnight. On (B)(6) 2025, she followed up again, reporting that she had still not received the replacement sensor. During the (B)(6) call, the patient disclosed that she had gone to the emergency room on the evening of (B)(6), the day of the initial report. Her bg had exceeded 500 mg/dl, and she experienced symptoms including nausea, thirst, and an upset stomach. She visited urgent care with her daughter and was treated with zofran for nausea, insulin, and unspecified hydration medication. She remained at the facility for a few hours before being discharged. At the time of the event, the patient was not wearing a sensor due to the previously reported issues and lack of availability. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.